Event description:
On (B)(6) 2013 the reporter stated that a needle broke off within a patient's abdomen. The patient sought medical attention on (B)(6) 2013, in which an x-ray was performed and the broken needle segment was not located. The patient was given a tetanus vaccine. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.